Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes on different days: 109 mg/dl and 379 mg/dl, 400 mg/dl and 186 mg/dl, and 186 mg/dl and 421 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.